Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have fallen into the swimming pool with insulin pump attached. Customer states there's condensation on lcd screen. Customer's blood glucose was not given. Customer was advised that insulin pump would need to be replaced. No further information provided